Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected. Test of permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force the prosa valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances. Based on our investigation, we are unable to substantiate the claim of under-drainage and "self-adjustment." At the time of our investigation, the opening pressure and the brake function of the prosa valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. In our point of view, no further regulatory actions are required. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a prosa. It is suspected that he valve operated in underdrainage and the pressure setting adjusted itself. Height: 125 cm. Implantation: (B)(6) 2014. Removal: (B)(6) 2020. "Associated medwatches: MDR 3004721439-2020-00118 - same patient."